Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-07202. It was reported the patient experienced ineffective pain relief in his foot. As a result, the patient underwent an MRI and CT scan to address the issue (date unknown). In turn, the patient is being referred for a drg trial as the next course of action.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2017-07202. Follow-up identified the patient underwent a successful drg trial and as a result they will proceed with a new implant at a future date.